Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level of 50 mg/dl (B)(6) 2019. Customer¿s current blood glucose level was 109 mg/dl. Customer was treated with intravenous with insulin. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.